Event description:
It was reported the programmer intermittently powers down, without any apparent reason. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to verify the initial report that the programmer intermittently was powering down. (B)(4): analysis found that the cable was damaged.